Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low and high blood glucose levels and also the under delivery of insulin. Customer's blood glucose value at the time of incident was 400mg/dl and current blood glucose value is 127mg/dl. Customer reported that they had a back-up plan available and treated high blood glucose values with an injection of 8u of humalog and low blood glucose with some food and juice. Customer declined to troubleshoot for high and low blood glucose levels. Customer reported that they contacted their healthcare professional regarding the high blood glucose values. Insulin pump will not be returned for analysis.